Event description:
It was reported the patient programmer would not communicate with the ipg and displayed a communication error message. A second patient programmer was used to no avail. It was future reported it has been several months since the patient charged successfully. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.